Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and stent moving on the balloon occurred. The lesion being treated was calcified. The physician implemented plain old balloon angioplasty with a non-boston scientific balloon, but the vessel dissected. The physician then attempted to place a 3.00x32mm taxus express2 drug eluting stent, but was unable to cross the lesion. Resistance was felt during withdrawal. The proximal edge of the stent was found lifted up and the stent had moved on balloon. The procedure was completed with another 3.00x32mm taxus stent. No patient complications were reported. Patient status reported as "good."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.